Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after an interventional heart cath procedure using a 6f sheath. Reportedly, a suture break occurred with both devices. A new proglide device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Lot # unknown as the device was discarded the device was not returned for analysis. A review of the lot history record was not performed because the lot number was not provided. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.